Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37711aa, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly.

Event description:
Additional information received reported that there was high impedance on the lead and so old lead was explanted and replaced with a new lead. After, the system was working properly and the patient was receiving good relief from their pain.

Event description:
It was reported that impedances of greater than 3600 ohms on electrodes 0 and 1 were found however it was unknown if the problem was with the lead or the extension. The cause of the impedance issue was unknown but as a result the patient had a loss of stimulation/therapeutic effect and was not receiving effective therapy. Reprogramming was performed but did not resolve the issue. Further impedance testing was performed and x-rays were ordered however the results were unknown at the time of report. X-rays have been ordered however the results were unknown and the patient outcome was unknown at the time of the reported. Additional information has been requested but was not available at the time of report. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Later, on (B)(6) 2014, information was received that concerned events prior to the implantable neurostimulator (ins) explant surgery. X-rays were performed (B)(6) 2014 (mid-month maybe) and showed a lead migration/dislodgment. There was reprograming due to increased impedances (out of range). However, it was also reported that reprogramming was not needed. It was unknown if this was device related. At this time, the patient did not have a 50% or greater symptoms, was scheduled for a lead revision surgery, had not recovered, and the symptoms/issue was ongoing. The cause of issue was not determined. Then, the revision was performed on (B)(6) 2014 and both lead and battery were replaced. The new battery was the sensor. The issue might have been the old lead that was replaced with the percutaneous lead. The patient was seen (B)(6) 2014 and was very happy with the therapy and was recovering well from the surgery.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the implantable neurostimulator (ins) was explanted from the lower left abdomen (B)(6) 2014 and a programmable pump was inserted. The ins and plug/boot were returned. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.